Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -4.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was noted to be too big and was removed during the same surgery with no patient injury or complications. The lens was not exchanged for another lens. The reporter stated the cause of the event was unknown.

Manufacturer narrative:
Device evaluated by manufacturer?: visual inspection of the returned product found the lens optic torn and a piece of haptic torn off and missing. The lens was returned dry with residue. Method: work order search. Result: a work order search was performed and no similar complaints were found. Conclusion: based on the complaint history, work order search, medical review and product evaluation, a specific root cause of the event could not be determined. (B)(4).